Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly according to the surgeon: he was informed that the patient fracture her iliac wing a live the implant. He has not seen her or the x-rays yet but that is by her CT report. This patient underwent washout and was placed under IV antibiotics due to hematoma and infection on (B)(6) 2019. This incident was recorded under group number (B)(4).

Manufacturer narrative:
Not commercially available by mpo. Therefore the event is not reportable. Please void the initial report.